Manufacturer narrative:
H6: the reported 4.5mm healicoil sa pk, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke when tying the suture knot. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the recommended prep device. Excessive force applied to the anchor during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during rotator cuff repair surgery, the anchor broke when the surgeon was tying his knot. He described it as "cracking" and the suture bridge came up out of the anchor. The broken piece was retrieved from the patient with graspers, another anchor was placed in the same hole and there was no significant delay or patient injury. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.